Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform the self test due to unresponsive keypad. Unable to download history files and traces using [thump] due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the [keypad flex connector / pcba 1 j2, j6, j7, r17, r41 / pcba 2 / force sensor]. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked belt clip rails, and corroded battery tube. Flashing medtronic logo and blank display were not confirmed during analysis. Unable to verify pump error 49, pump error 68, and pump error 63 due to unresponsive keypad. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the [keypad flex connector / pcba 1 j2, j6, j7, r17, r41 / pcba 2]. Unable to download history files and traces using [thump] due to unresponsive keypad. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 49(history pointers failed. The history pointers are corrupted), pump error 68(trace pointers are invalid), pump error 63(hardware low level failures), blank display, stuck button alarm, and the pump was flashing the medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for display issues, and the customer received a pump alarm. Troubleshooting was performed for keypad anomaly, and the customer stated that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer's response was that the device would be returned.